Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: crease was observed on leaflet at the inflow side along the comb stitch. Functional testing was performed, and the valve was further tested for proper coaptation under nominal simulated physiological patient conditions. Functional testing demonstrated that the valve opened and closed properly under the nominal stimulated patient test condition. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve leaflet crease was confirmed through returned product evaluation. This crease likely resulted from a manufacturing method and measurement issue. The leaflet crease potentially led to leaflet inadequate coaptation as reported. As such, available information suggests that manufacturing factors (method and measurement) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risks associated with a valve leaflet crease. To address the issue, a corrective action preventative action was initiated to drive corrective actions. The valve from this event was manufactured prior to corrective action. Following the closure of the corrective action preventative action, corrective actions have been successfully implemented to address the identified issue. These actions aim to prevent recurrence and enhance process reliability.

Event description:
As reported from france by our edwards lifesciences affiliate, during device preparation, it was observed that the sapien 3 ultra transcatheter heart valve did not open properly when manipulated. Upon inspecting the valve, one of the leaflets appeared blocked and rigid. The valve was replaced and did not come into contact with the patient. The valve was returned to edwards lifesciences for evaluation, and a leaflet crease was identified.

Manufacturer narrative:
Investigation is ongoing.